Event description:
It was reported that the customer was previously hospitalized for low blood glucose levels. The customer also mentioned blood glucose levels in the 300mg/dl and 400mg/dl range. Customer's blood glucose level at the time of the call 411mg/dl. Customer treated with manual injections. The customer also mentioned experiencing keytones, extreme thirst, and frequent urination. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.